Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, material and/or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the limited investigation results, a cause for the reported incident could not be determined. Rationale: CAPA is not required at this time.

Event description:
It was reported that unspecified bd¿ saline syringe plunger was difficult to move. The following information was provided by the initial reporter: it was reported by facility representative the saline syringe became hard to push or would not flush properly. Reported date: (B)(6) 2021. Event date: (B)(6) 2021. Discovered faulty saline flush while testing patient's line. The syringe felt very hard to push, suggesting a bad IV. Opened another flush and piv was patent.